Event description:
It was reported that the pt arrived in the operating room with an infected hip. Surgeon removed all hip components and stated that the pt will get new implants at a later time to be determined.

Manufacturer narrative:
The following other hip device was also listed in this report: trident x3 eccentric 0deg 36mm ID, cat #663-00-36i, lot #mljme7; trident 0 deg constrained insert 22d, cat #690-00-22d, lot #mkh16v; c-taper inter.nk head, cat #s-1400-hh2w, lot #mkmn03; 6.5 cancellous bone screw 30mm, cat #2030-6530-1, lot # unk; 6.5 cancellous bone screw 40mm, cat #2030-6540-1, lot # mjjmmh; 6.5 cancellous bone screw 40mm, cat #2030-6540-1, lot #mjm14h. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested but not made available. Should additional info become available, the evaluation summary will be submitted in a supplemental report.